Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The contact indicated that the tubing was reoriented and insulin delivery was resumed. The alarm did not reoccur. The customer's blood glucose level was not impacted.